Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 100 colony forming units (cfus) of pseudomonas aeruginosa on (B)(6) 2023. The device was tested again on (B)(6) 2023 and 29 cfus of pseudomonas aeruginosa were found. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus france french olympus subsidiary for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed. The results reported device channel (all channels) conforms to results of <1 cfu/100 ml and <1 cfu/endoscope . The results obtained comply with the target level defined in instruction (B)(4) of july 4, 2016, for an endoscope subjected to high-level disinfection and rinsed with sterile water. The customer completed the cleaning, disinfection, and sterilization (cds) checklist for endoscopes however, no answers were provided on the relevant information of hmi result at the customer site. Cds checklist noted no patient infection. The disinfectant used was salvanios and the channels were flushed with filtered water. The automated endoscope reprocessor (aer) used was mediators isa® with tampon dnp+thiosulfate 5% disinfectant. The water quality was microfiltered water. The device was stored in a surestore. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The device was then returned to rrc (regional repair center) france olympus for device evaluation. The device evaluation found two guide rod lens were cracked, the insertion bending section cover glue was discolored, the control unit stopper nut was damaged, the control unit scope cover was cracked, the scope connector cover was damaged, the control unit angulation was less than the specified value, and the biopsy channel had wear and tear. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device